Event description:
It was reported that the left ventricular lead had a normal capture threshold with the medtronic psa but it failed to pace when connected to the ICD. Repositioning was unsuccessful. The right ventricular lead showed normal capture threshold with both the ICD and medtronic psa. The doctor decided to not implant the device and let the previously implanted ICD device be.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.